Manufacturer narrative:
Due to the limited information, the cause of the event could not be determined. The investigation did not identify a product problem. A general reagent problem was not present, because the qc prior to the event was within ranges. The event and available information is consistent with sample quality issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. Medwatch field d4 expiration date was updated.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable troponin t hs elecsys e2g results from the cobas e 801 module. Sample 1 initial result was 22.4 pg/ml and the repeat result was 11.2 pg/ml. Sample 2 initial result was 48.9 pg/ml and the repeat result was 14.0 pg/ml. The questionable results were reported outside of the laboratory and were questioned by the clinician who suspected the results to be incorrect as they did not match the clinical pictures of the patients.